Manufacturer narrative:
This report reflects information received by the FDA in the form of medwatch report mw5160881. Initial reporter asked to remain confidential and no model and serial number was provided. Therefore, procedural stretcher was included as a generic product code in order to file this report. The transport, procedural, and specialty stretchers are intended for caregivers to use for the treatment and transportation of patients in all areas of the hospital, surgical centers, and other patient care facilities. Although there was no reported injury with this event, if the report of a power cord with exposed copper wires were to recur, it could potentially cause serious injury or death. Therefore, baxter is reporting this event.

Event description:
Baxter received a report stating that procedural stretcher that had a power cord with exposed bare wiring and had no electronic function. There was no patient/user injury, medical intervention, symptom, or adverse event reported.